Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post veptr implantation on (B)(6)-2011 returned to surgeon and presented with an infection. Surgeon removed the hardware (B)(6) 2011 on the left side of pt and performed an I & d procedure and closed the pt. Surgeon scheduled to revise the pt on (B)(6)-2011. A total of eight devices were removed. This is seven of eight reports for this event.